Manufacturer narrative:
D10 concomitant product: gmmt-563-mg maxon* 0 grn 5x45cm btp1dt (lot#: d9g0495y); gmmt-563-mg maxon* 0 grn 5x45cm btp1dt (lot#: d9g0495y).. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted and laparoscopic sigmoid colectomy, at wound closure, an interrupted suture was used as usual, but when the surgeon tried to tighten the device, both sutures broke. Even when the surgical team tried to hold and stretch the third suture with both hands, there was no suture breakage, and when tried ligating it again, the suture broke. The usage was discontinued, and another device from a different manufacturer was used to resolve the issue. There was no patient injury.